Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer requested a spare for a broken button on the system's control panel. No patient or user harm was reported. A philips remote service engineer (rse) connected remotely with the customer and confirmed that the control panel was still functional. A quotation was provided to the customer. At the time this complaint was received, philips did not have enough information to exclude a potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Investigation confirmed that the control panel was still functional. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that the control panel button was broken which could impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.